Manufacturer narrative:
The device history record was reviewed and no abnormalities were noted. Historical trending was done. The sample was received and evaluated. The metal piece was identified as a broken piece of paper clip that may have inadvertently fallen into the box from the pocket of one of the production personnel during the packing operations. However, the customer stated they were not sure if the piece of metal fell into the box after it was opened or if it was already inside the box. We have taken corrective and preventative action by removing the pockets from the uniforms of the production personnel to prevent the recurrence of such an incident. We will continue monitoring our customer complaints data base for this and any other issues reported of the same nature. (B)(4).

Event description:
Housekeeper complained she was donning glove from the box and a small piece of metal jabbed her finger, causing bleeding. The box was open and other gloves have been used out of the box with no incident. Customer stated they were not sure if the piece of metal fell into box after they opened it or if it was already in the box. Housekeeper went to ER for first aid and had blood drawn.